Event description:
It was found during testing that a pump was alarming for a door not fully latched alarm. Ther was no pt involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom "door jammed alarm" was confirmed through the event history log but could not be reproduced. The door latch hooks were found to be out of specification. As a result the door latch hooks were replaced.